Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a uterine rupture occurred during active labor and the intrauterine pressure catheter was displaying inadequate cervical change. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips received a complaint on the avalon cableless ECG/iup transducer indicating that a uterine rupture occurred during active labor and the intrauterine pressure catheter was displaying inadequate cervical change. A request for additional information was sent and new information was provided. The patient was not diagnosed with placenta previa, and no bleeding was present during labor on this patient with no prior c-sections. The patient received a blood transfusion, the rupture was repaired and was discharged to home in stable condition. The operative note stated, 'uterus with stellate rupture on the lower left side that incorporated the posterior wall and carried around through the side wall and the lower uterine segment'. The pressure catheter was not specifically the cause of the rupture, but the customer was concerned with the accuracy of the as a driving force for manipulation of oxytocin dosing. Based on this information, the pressure catheter was not the direct physical cause of the uterine rupture, but the customer was concerned with the values provided may have driven oxytocin dosing, which may have been a factor in the event; however, the true cause remains unknown. Through communication with the account manager, it was confirmed that the iupc catheter being used for measurement was a koala iupc, which is not manufactured by philips. The manufacturer of the catheter part ID product number ipc-5000 was identified to be clinical innovations which is part of laborie medical technologies. The customer indicated they have been in contact with their koala iupc catheter representative regarding the issue as well. Based on the information available, the reported problem was related to the koala iupc catheter and was unrelated to the philips transducer. No further investigation by philips is necessary as the product is not manufactured by philips. Laborie medical technologies has been notified of the issue for further investigation. It has been concluded that no further action by philips is required at this time.